Event description:
It was reported that during a da vinci-assisted procedure, the prograsp forceps instrument had bent tips. There was no injury due to the bent tips.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the prograsp forceps instrument associated with this complaint. Failure analysis confirmed the reported event. The instrument was found to have a dislodged grip tang. Additionally, the instrument was found to have a dislodged flush tube guide. The instrument housing was removed and the flush tube guide was found to be dislodged.